Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Lower left corner in front of top case was damaged. Check syringe plunger sensor was found in the history log. The technician checked the functionality of plunger assembly. The 2 flippers were not moving when the plunger lever was pressed all the way down. The root cause of the reported issue was found to be dowel pin came loose from plunger head mount. Replaced dowl pin and plunger head mount. Performed power up process which passed. Unique identifier is unknown. No information has been provided to date.

Event description:
It was reported that the release lever will not move and locked in position. No patient injury was reported.